Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. The electrical function of the lead was tested and no anomalies were noted. The patient was asymptomatic. The lead remained implanted and the physician elected to continue monitoring the patient with routine follow-up.